Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: h6 [clinical code, device code, investigation findings, and investigation conclusions). Per the initial report, 2 years, 10 months, and 6 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and a surgical valve was implanted. Additional information received via medical records indicated that the explant was related to prosthetic valve endocarditis. Prior to explant, the patient was admitted to the ed with chest pain and had been sob for a few months. A heart cath with teecho approximately a week prior to explant showed moderate to severe ar with calcific echodensity on the ncc and rcc which moves with the cusp of the prosthesis. During explant, findings were noted as "perforation of one of the valve leaflets and vegetations on the underside of the tavr valve", which confirmed endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case investigation results suggest that patient factors may have contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Event description:
As reported to the implant patient registry (ipr), 2 years, 10 months, and 6 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted. The reason for explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.